Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's vascular access needle came out during a routine hemodialysis treatment, resulting in an estimated blood loss of 20cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the pt's vascular access needle coming out. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.